Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported the ventilator was removed from the patient and there is no patient consequence associated with the event.